Event description:
It was reported that during an arthroscopic procedure the physician attempted to utilize a topaz microdebrider arthrowand, upon activating the ablate function there was no plasma created. A second topaz microdebrider arthrowand was retrieved (from a different lot) and again upon activating the ablate function there was no plasma created. The procedure was completed by using an alternative method. No patient complication were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received. Reference manufacturers report(s): 9019871-2012-00358.